Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, lens was not implanted. If explanted, give date: not applicable, lens was not implanted, therefore not explanted. Telephone number: (B)(6). Device evaluation: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint for this order number has been received for a delivery and plunger rod issue which is unrelated to the reported issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic came off prior to implantation and with no contact with the patient's eye. Through follow-up we learned that the issue occurred after removal from the box, during the implantation preparation. No further details were provided.